Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after turning on the cusa excel console (cusaexcel8), the device could not pass the self check with cooling water alarm. The operator neglected the alarm by accident and the device entered into standby mode. During an unspecified procedure, the operator found that the handpiece was overheated. The operator then changed to another handpiece and installed the cooling water to complete the procedure. There was no patient injury and no delay in the procedure was reported.

Event description:
N/a.

Manufacturer narrative:
Cusa excel console (cusaexcel8) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Based on the customer reported failure ¿could not pass the self-check with cooling water alarm, overheated¿ its possible this complaint was as a result of a cooling system assembly failure. However, without testing it is not possible to verify. Should the product be returned for analysis the complaint will be reopened and evaluation will be completed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.